Event description:
It was reported that during use of the pressure monitoring kit the tubing snapped while drawing blood from the patient. The tubing was quickly clamped off and the tubing was changed. There was no allegation of patient injury.

Manufacturer narrative:
Additional FDA product codes include: dxo- transducer, pressure, catheter tip. The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.